Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Capsular contracture is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of capsular contracture as follows: "potential adverse events that may occur with silicone gel-filed breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity calcium deposits, and lymphadenopathy."

Event description:
Reported event of capsular contracture baker grade IV in 16 patients from journal article: periprosthetic breast capsules and immunophenotypes of inflammatory cells; eur j plast surg (2012), published online: 17 may 2012. Event not side specific. This mw is for the left side. Refer to MFR report #2024601-2013-01030 for the right side. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.